Manufacturer narrative:
The complaint device was not received at the complaint investigation site for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the radial artery. The lesion was not stenosed and de novo. The lesion was not pre-dilated. The balloon catheter froze on the guide wire; however, excessive force was not required to separate the balloon catheter from the guide wire. The procedure was completed successfully and the physician rated the angioplasty results as good.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, balloon removal difficulty occurred. The lesion was located in the non calcified and moderately tortuous mid left anterior descending (lad) artery. The 15mm x 3.00mm nc quantum apex ptca dilatation catheter was advanced to the target lesion for dilatation. Upon withdrawal, resistance was encountered and the dilatation catheter could not be withdrawn as it was stuck on another manufacturer's guide wire. The apex dilatation catheter and the guide wire were withdrawn together. The procedure was completed with this device. No patient complications were reported and the patient's status is good.